Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The customer reported: "on (B)(6) 2025, I had to do some dressing changes on my brother¿s driveline of his lvd (a line that goes directly into his heart.) I ordered medihoney as it was advised by the doctor. It was applied directly to his line. He developed a life-threatening infection that required weeks of IV and multiple oral antibiotics. The infection was never completely cleared but is currently controlled with occasional need for antibiotic boost when a new abscess develops. He does not have the choice to remove the device." "I bought the medihoney on (B)(6) 2025, from amazon. My brother is 77 and has had the lvad for approximately 7 years and he had no active infection at that time, and the drive line site has long been healed since it was placed. His last infection was 5 years ago. At dressing changes were sterile procedures. My brother has a bad heart but no other conditions that would delay healing. He is not diabetic. I started the dressing changes on (B)(6) 2025. His infection occurred approximately in may. I am unsure exactly when we opened the medihoney in question to start using it but likely sometime in february- but that is a guess. I do recall they had to implant gentamycin beads at the site plus other antibiotics for many weeks to clear the infection. "

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h11. The medihoney was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.